Event description:
It was reported that the patient had sinus surgery on (B)(6) 2010 and one week after the surgery, she had a post-surgical check-up and the ent physician used a scope to look at her throat after tilting her head back which reportedly strained it. Since that time, she has been having an altered perception of the stimulation as if it were stimulating stronger, "terrible" tremors, increased seizures, dyspnea, and gasping for breath during stimulation times. The patient reported that she has seen her neurologist about this after she fell and hit her head. The neurologist disabled her device for a couple of days which resolved the tremors. The neurologist then programmed her device to low settings. Additional information was later received on (B)(6) 2012 from the patient reporting that she believes the vns leads were cut or something from the sinus surgery in (B)(6) 2010 because since then, she has been experiencing tremors. The patient explained that she is so frustrated about this that she was thinking about committing suicide. Case management later spoke with the patient and the patient was reportedly calm and grateful for any help offered to her. She showed no signs of harming herself. The patient reported that she had discussed with the neurologist that she thinks her device is "emitting too much electricity," but the physician told her that these adverse events are psychological. The patient wants a permanent solution to her adverse events, even if it means explant of the device. Follow up with the neurologist on 05/22/2012 revealed that additional information will not be provided. The patient has a psycho-muscular disorder, so there is not anything to resolve the issue. He checked the patient's device, and it was "fine." The neurologist does not want the company representative to run diagnostic tests on the patient's device. It is unknown when the last normal diagnostics were obtained. The company representative did see that the patient had tremor episodes with stimulation on this day. Attempts for additional information form the neurologist's office have been unsuccessful to date.

Event description:
The patient had sinus surgery on (B)(6) 2011, and one week afterwards, her symptoms were first noticed.

Event description:
Information was received via social media comment on the company facebook page that this patient would have never chosen vns with all of the problems with the implant itself as well as side effects. Side effects are permanent. No additional relevant information has been received to date.

Event description:
Additional information was received from the neurologist's office. It was reported that the neurologist saw the patient and "took care of it." However, no additional information or clarification was provided.